Manufacturer narrative:
Qn# (B)(4). DHR review was performed and documented on the previous complaint report with no findings. Sample was received without its original packing instead the sample was sent on a (B)(6) bag with a disinfection tag. Per visual inspection, dried blood was observed spotted at the core and at the blade of the aortic punch. Sample as it is received, was tested manually and it works fine. Core returns without obstructions. As additional test, the sample was cleaned (signs of dried blood was found in the core and blade). After cleanliness it was tested manually , and it works fine. Core returns without obstructions. As additional functional test, the sample was tested by performing cuts to a pork aorta to review the functionality of the unit. No issues were found during testing related to the reported issue. It is not possible to establish a corrective action since the received sample was tested manually and it works fine. Core returns without obstructions. After sample cleanliness as additional functional test, the sample was tested by performing cuts to a pork aorta to review the functionality of the unit. No issues were found during testing related to the reported issue. The root cause for the condition reported could not be identified. Because this customer complaint is categorized as reportable - serious injury; a risk evaluation has been generated. Customer complaint cannot be confirmed since the received sample was tested manually and it works fine. Core returns without obstructions. Also, sample was tested by performing cuts to a pork aorta to review the functionality of the unit and no issues were observed during testing. However, the personnel of the assembly line were notified on jan-11-2019 for awareness.

Event description:
It was reported that the device remained blocked during use on the iliac artery. The iliac artery was torn with ischemia of the leg. Surgical intervention was performed. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). The device history review of the product dp-48k batch number 74g1701320 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. All materials used during the assembly met current specifications. The device history review shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device remained blocked during use on the iliac artery. The iliac artery was torn with ischemia of the leg. Surgical intervention was performed. The patient's current condition is unknown.